Event description:
Pt had a brian stimulator implanted. As a result of surgery pt could not stay in bed and a sitter was with them. Pt had no sleep and now pt has surgical dementia. Spouse stated, that they were not told of the side effects of the device. They did an MRI but did not find any problems and are not sure if it is device related or user error.